Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login during an ongoing procedure. This caused a delay in therapy; they were able to retrieve the required medication from a different anesthesia device. Customer added that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 17-oct-2021 to 17- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner disconnected and reconnected due to loose usb connection. A field service engineer replaced barcode scanner to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login during an ongoing procedure. Customer added that there was no harm to the patient, and they were able to retrieve the required medication from a different anesthesia device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that when users moved the station's monitor, the barcode scanner disconnected and reconnected due to a loose usb connection. The barcode scanner was replaced, and the system functioned as intended.